Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into an off-label insertion site on (B)(6) 2025. On (B)(6) 2025, during the afternoon, the patient experienced a brief sensor error on her continuous glucose monitoring (cgm) device. There was no documentation of any blood glucose (bg) meter readings taken while the cgm was in this error state. The patient remained asymptomatic until approximately 8:00 pm, when she suddenly lost consciousness. A family member checked her bg using a meter, which read 29 mg/dl. The patient was transported to the hospital (transport details not specified) and admitted to the intensive care unit (ICU), where she received treatment with intravenous fluids and IV dextrose. The patient reported feeling ¿out of it¿ and was unable to recall what her cgm displayed during her ICU stay. She was discharged in less than 24 hours and advised to rest at home. At the time of reporting, the patient stated she was still not feeling well. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.